Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in the severely tortuous left circumflex artery. A 3.00 x 28mm synergy ii drug eluting stent was delivered in to the posterolateral branch but it was unable to cross. When the device was checked outside the patient's body, the stent edge was found to be flared. The procedure was completed with another 3.00 x 24mm synergy drug eluting stent. No patient complications were reported.